Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that this is second occurrence of off no power without a low battery warning. The customer was advised that the device would be replaced. The customer was advised they may continue to wear pump until replacement arrives if they insert a new battery. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer pump is being replaced for off no power.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected failed battery or off no power without low battery. The insulin pump had minor scratched lcd window cracked near display window corners and cracked reservoir tube lip.